Event description:
It was reported that this device had reached elective replacement time over one year ago. It has been implanted greater than seven years. The patient needed an MRI, but technical services advised the device will not have an MRI protection mode if it has an end-of-life battery status. An MRI is not recommended. There were no adverse patient effects. The device remains implanted.